Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the catheter allegedly couldn't go inside. It was further reported two kinks were allegedly found. Reportedly, the kinks are almost not visible optically. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two photos were provided for review. As per the microscopic view, the kink was not visible in the first photo, and in the second photo it had a kink in the coil which was clearly visible. One vcrf 60cm catheter was received for evaluation. The device appeared to be clean. A complete circumferential break was noted to the catheter distal to the strain relief. The break likely occurred due to the manner in which the device was packaged for return. Therefore, the break will be considered as incidental. Multiple kinks were observed to the catheter shaft. Upon visual inspection, upon opening the handle, all wires were found to be intact and in the correct location. The batteries and battery pads appeared clean. The proximal battery was partially seated, and the distal battery were fully seated in the battery holder. When the original batteries were removed, a small amount of residue were slightly observed on the proximal battery pad. The batteries and their pads were inspected with uv light slight glowing residue (appeared to be conformal coating) was noted on the proximal battery pad. Catheter was plugged into generator as received with original batteries and remained on the home screen (venclose logo). New batteries were placed in the battery holders. The catheter was plugged into the generator, and the catheter was recognized by the generator with new batteries. Due to the condition of the catheter, cycle functional testing was not performed. Therefore, the investigation is determined to be inconclusive for the reported failure to advance and the investigation is determined to be confirmed reported material deformation based on the photo review and the investigation is determined to be confirmed for identified contamination. The root cause for the reported failure to advance, material deformation and identified contamination issue issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the catheter allegedly couldn't go inside. It was further reported two kinks were allegedly found. Reportedly, the kinks are almost not visible optically. The procedure was completed using another device. There was no reported patient injury.